Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the device low rpm, was making unusual noise, and heating up. The device was disassembled which it was found that the driveshaft was broken. It was determined that this condition was due to excessive force being used during use. The assignable root cause was determined to be component damage caused by abuse/ misuse, or possibly user eror. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device had low rotations per minute (rpm). During in-house engineering evaluation, it was determined that the device had low rpms, was making unusual noise, and heating up. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.